Event description:
Doctor believes that the previously placed essure transmitted the cold in an aberrant way - no perforation noted in the uterus, but did have adnexal necrosis and bowel injury. Pt is doing ok now, had a tah and a small bowel resection of a focal 6cm area of thermally injured bowel.

Manufacturer narrative:
Device has not been returned to coopersurgical for evaluation. (B)(4).